Manufacturer narrative:
Device received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Device had cracked case corner of belt clip rails. The device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was completely dead when he went to swimming. The customer tries multiple batteries bit insulin pump did not come on. The insulin pump was exposed to water. Customer stated that they did hear fluid when shaking the insulin pump and did not see fluid under the lcd. Customer stated that the insulin pump was not dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.